Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having pain, uncomfortable stimulation, and suicidal thoughts. The patient was admitted to the hospital and the manufacturer representative was unable to meet with the patient until next week. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the pain, uncomfortable stimulation, and suicidal thoughts was not determined, however, on (B)(6) 2018 a manufacturer representative reprogrammed her device to capture pain in her hips and legs and the patient was very satisfied with results. It was found that the patient had her stimulator shut off for 3 months. No further complications are anticipated.